Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing which included internal inspection, incoming functional testing, and stress testing without duplicating any type of a device related issue. The device's smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant indicated that the clinician manually bagged the patient to continue treating them. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.